Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 45 instrument (pn: 470298-11 // ln: t10180109-0035) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed/replicated. The instrument was found to have a shifting failure based on log review as it was found to have generated error code 22030 a stapler 45 failed in its operation - failure mode: shifting failure shifting to fire from roll". The instrument was found to have a broken grip cable at the proximal end (in the housing). The instrument was found to have the yaw plate broken. Yaw plate web is bent outwards towards the clamp cardan. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have one or more of the housing snaps broken. This failure is most commonly caused by mishandling/misuse. The instrument was unable to be tested for clamp and fire due to the broken grip cables. It was confirmed that the failure occurred after the stapler clamped, before it fired. Site history review was conducted on 13-oct-2020 and found no additional complaints related to the product. No image or video clip for the reported event was submitted for review. System error log review was conducted during the support call on (B)(6) 2020 and again on (B)(6) 2020 for procedure on(B)(6) 2020 on system (B)(4). There were two observed emergency stop actions by a user, a shifting failure of a stapler 45 instrument, and notice of manual grip release wrench while the instrument joints were in a locked state along with instrument manual grip release misuse on stapler 45 on universal surgical manipulator (usm); usm3. A search of instrument logs showed record of endowrist stapler 45 instrument pn: 470298-11 // ln: t10180109-0035 at 11:31:49 am. The instrument had 8 remaining uses of a maximum of 50 uses. While all reusable instruments used in the case have not been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. Technical review was completed by an isi advanced failure analysis (afa) engineer on (B)(6) 2020 and found that all the supporting information within the support call findings were confirmed via the log review. Logs show that pn 470298-11, lot t10180109-0035 was installed one time and had clamped successfully on the second clamp attempt following one incomplete clamp at 54% completion. There was a shifting failure during a firing attempt that occurred as the system tried to shift the instrument from roll state into fire state. This shifting failure would prompt a message that instructs the user to use the srk. Logs do show an e-stop press and the system detecting use of the srk on this instrument. Based on the information provided at this time, this complaint is reportable due to the following: the endowrist stapler 45 instrument failed to release from tissue when commanded by the user or system. The use of an srk was required to release stapler from tissue. It was confirmed that the failure occurred after the stapler clamped, before it fired.

Event description:
It was initially reported that during a da vinci-assisted prostatectomy procedure, an endowrist stapler 45 instrument became stuck on tissue. The issue resolved on the phone with an intuitive surgical, inc. (Isi) technical support engineer (tse). The customer had started using the stapler release kit (srk) while calling for support. The customer forgot to press the emergency stop (e-stop) button during the srk process. The tse asked the customer to press the e-stop button and proceed with using the srk. Upon doing so, the issue resolved. The customer reported that the stapler 45 instrument was successfully released and removed from the issue. The procedure continued as planned with no reported injury. On 13-oct-2020, isi obtained the following additional information regarding the reported event: during a da vinci-assisted prostatectomy procedure, an endowrist stapler 45 instrument became stuck on tissue. The surgeon was working with the dorsal vein and upon first attempt to fire the instrument, the surgeon only got to 54% compression. The clamping sequence hold time was unknown. The surgeon re-clamped to attempt a second fire. But the system presented a message with a red triangle warning saying that emergency release was required. It was unknown if the surgeon removed his head from the viewer, what the pedal use/sequencing was, or why the message presented. The customer stated that the endowrist stapler 45 instrument did not fire at all; no staples were thrown. It was confirmed that the surgical staff opened an srk, gave it to the scrub nurse who had already started turning the release without pressing e-stop, and thats when the call to support was made. Technical support said that the srk use was out of order but that they would try again to apply proper use of the srk. The customer said that the stapler released, although a little delayed. There was no report of tissue/vessel damage and only nominal bleeding; the specific amount of blood loss was unknown. It was reported that the surgeon was a little anxious and wanted everything done quickly. The surgical staff had a backup endowrist stapler 45 instrument ready to install, but the surgeon opted to quickly suture the vessel to ligate; approximately 2 sutures were applied. No transfusion or medical intervention/repair were required. The procedure completed robotically with no reported injury.